Event description:
It was reported that noise resulting in oversensing, inappropriate defibrillation therapy, inappropriate antitachycardia pacing, and pacing inhibition was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.